Event description:
Zevex infinity enteral pump broken lids. In 2008, we reported 15 incidents of broken lids on the zevex enteralite infinity pumps. We are now reporting 8 additional incidents of broken or cracked lids. All lids were replaced for these home enteral pts.